Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads and the ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics recorded high impedances. As a result, the leads and ipg were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.